Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device has been discarded and is not available for evaluation. The investigation is pending.

Event description:
The event involved a chemolock¿ where the customer reported a leak. When the etoposide was completed, and the line flushed, mesna piggyback running, the patient was laying on his side and noted a wet area on his sheet (maybe 10ml worth of fluid) and a small wet area on his shirt. The chemo lock port closest to the patient was leaking. When the lock was twisted, it was a little loose. Checked the patient¿s skin and it wasn't wet, no rash, redness of irritation. They paged an md called chemo pharmacist since etoposide has recently been in line. There was patient involvement, unknown patient harm and unknown delay in therapy.